Event description:
The user experienced ongoing ise errors and received a questionable low result for potassium on the integra 400 plus analyzer for one patient sample. The initial potassium result gave 1.4 mmol/l. This result was accompanied by a data flag and was reported outside the laboratory. The same sample was repeated giving a potassium result of 3.9 mmol/l. A corrected report was issued with the repeat potassium result of 3.9 mmol/l. The user said the potassium electrode on the analyzer at the time of the event was past the install by date when installed on (B)(6) 2009. The user could not provide the potassium electrode lot number or the install by date of the electrode. The patient was not affected. The field service representative (fsr) determined there was a problem with the electrode. The customer replaced the electrode with no further errors. The fsr inspected the ise unit with no problems found. Performance tests were performed which gave acceptable results. The customer ran calibration and controls successfully.

Event description:
The pump is reportedly not responding when the audio bolus button is pressed; however, the other buttons are working fine. The pt indicated that the keypad is not peeling and the pump has not gotten wet.